Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("numerous urinary tract infections"). The patient was treated with ibuprofen (advil [ibuprofen]), sumatriptan (imitrex) and surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine and fatigue had resolved and the urinary tract infection and headache outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2010, hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 27-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date updated to (B)(6) 2017. Events abnormal bleeding (general), migraines / headaches, dyspareunia (painful sexual intercourse), fatigue added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("numerous urinary tract infections"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and urinary tract infection outcome was unknown. The reporter considered pelvic pain and urinary tract infection to be related to essure. Diagnostic results: on (B)(6) 2010, hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.